Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional procedure. The sutures of one prostyle device was successfully placed. The sheath was upsized to a 17f sheath and the procedure was completed. Reportedly post procedure, during the use of the pre-close technique, after the lever was closed in step 4, it was difficult to remove the device (there was a sense that the foot was not properly folded), additionally the footplate lever did not lower completely. As a result, surgical intervention was performed to remove the device and achieve hemostasis. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the difficulty is likely due to large tissue capture by the foot. This could occur particularly if the anterior foot is in the access site. The heavy tissue capture could prevent both the foot and lever from closing. The foot not closing could lead to entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional procedure. The sutures of one prostyle device was successfully placed. The sheath was upsized to a 17f sheath and the procedure was completed. Reportedly post procedure, during the use of the pre-close technique, after the lever was closed in step 4, it was difficult to remove the device (there was a sense that the foot was not properly folded), additionally the footplate lever did not lower completely. As a result, surgical intervention was performed to remove the device and achieve hemostasis. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed MDR, additional information was obtained. This occurred during pre-close technique and the suture was not preplaced. No additional information was provided.